Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the device jaws could not be re-opened while applied to tissue. The surgeon dissected the tissue directly adjacent to the jaws in order to remove them. The surgeon opened another instrument in order to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.